Event description:
It was reported that during an unspecified endoscopy procedure, the balloon failed to hold pressure. A cre 10-12mm 8cm f/g balloon catheter had been advanced to an unspecified location. At an unspecified time during the procedure, the balloon failed to hold pressure. The procedure was completed with another of the same device. There were no patient complications reported with the patient's current condition listed as "stable".